Manufacturer narrative:
More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the surgeon was putting in the nail screws with the ratcheting handle and said the handle was broken. This was after putting in several screws. Used a synthes t- handle and had about a 10 min delay.

Manufacturer narrative:
The reported event could not be confirmed since the device does function as intended. The device inspection revealed the following: visual inspection: examination of the returned device finds no damage/deformation to the handle, locking mechanism, or cannulation. The ball bearings that facilitate locking onto the drivers are in place as designed. There are slight scratches and blemishes consistent with a reusable device. Functional inspection: a test driver was used to functionally test the ratcheting and locking function of the handle. The test driver was able to insert into the driver as intended and remained in place once the locking slide was returned to the distal position even when force was applied. Once locked in position, the handle was able to ratchet as intended in both directions. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the surgeon was putting in the nail screws with the ratcheting handle and said the handle was broken. This was after putting in several screws. Used a synthes t- handle and had about a 10 min delay.